Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes and under the left breast area described as broken out skin. The patient consulted her physician prescribed a cream. Follow-up indicated that the irritation had improved.